Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via reply card that an intraocular lens (iol) used during an implant procedure was defective. Additional information was requested but is not available at the time of this report.